Event description:
It was reported that this implantable pacemaker showed a long-estimated battery life; however, a voltage alert was triggered, which may indicate abnormal battery behavior or a measurement inconsistency. No data was captured for analysis, and device replacement was recommended. As of this time device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted due to advisory recall. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 impact codes. This supplemental report was created to capture additional information.

Event description:
It was reported that this implantable pacemaker showed a long-estimated battery life; however, a voltage alert was triggered, which may indicate abnormal battery behavior or a measurement inconsistency. No data was captured for analysis, and device replacement was recommended. As of this time device remains in service. No adverse patient effects were reported.